Event description:
It was reported a 9f ultimum introducer was inserted as access for a pulmonary artery catheter; multiple flushes were attached to the sidearm for administering heart failure medications. A leak was detected at the junction of the intravenous line and the syringe port; vital medication did not reach the pt. A repeat procedure was done to replace the introducer and monitoring catheter. It was reported, further inspection revealed a crack in the plastic at the distal end of the stopcock; speculation as to what caused it brought these possibilites, an over tightened connection, a clamp used to hold the sidearm while the intravenous line was manipulated or a product defect. There was no consequence or impact to the pt.